Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited image noise during a therapeutic-assisted thoracoscopic surgery. The procedure was completed using the same device, and there were no reports of patient harm.